Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0exrg, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va0exrg, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the devices were removed due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.